Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. D4: batch #512c09. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received unfired with the right gripping surface broken off and the left gripping damaged making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 512c09, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic ileocecal resection, a part was broken when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.